Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure the scrub tech inserted the echelon battery using standard technique and the or team immediately began to smell something odd omitting from the instrument with slight smoke. A second like device was used to complete the procedure. There were no patient consequences reported. One device will be returned by the sales rep.

Manufacturer narrative:
(B)(4). Investigation summary: additional analysis performed on battery pack. No damage to battery pack housing, components cells or contact welds were observed. The power drain was engaged an intended- no voltage of battery observed when tested. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p58u13. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.